Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 3818214 and lot number 5115211. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle appears to be piercing through the catheter tubing right above the nose of the adapter and the catheter adapter is still seated on the grip. This defect may occur during manufacturing. When the adapter is loaded to the grip, it is possible that incorrect equipment settings may cause a catheter spear through. A 100% vision system inspection and quality control plan visual inspections are performed to mitigate the occurrence of this defect. Additionally, this also may occur during use. This may occur if the clinician slides the needle up and down the catheter tubing during insertion. Since the unit is used, this most likely occurred due to a user error. If this had occurred during manufacturing the damage would have been evident before use. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that during the peripheral puncture procedure, when removing the needle, the jelco was transfixed, resulting in the loss of the avp, requiring a new puncture.